Event description:
It was reported that the patient underwent a gynecological procedure sometime in 2007 and mesh was implanted. The patient underwent another procedure on (B)(6) 2008 and mesh was implanted. It was further reported that the patient underwent a procedure on (B)(6) 2011 and ams monarc was implanted. She experienced pain, erosion of her internal bodily tissue, other injuries and has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh revision /removal on (B)(6) 2011, due to eroded suture through the posterior bladder wall. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a gynecological procedure in order to treat uterovaginal prolapse, cystocele, rectocele, intrinsic sphincter deficit and mesh was implanted. It was reported that the patient had a concurrent procedure of a da vinci tlh asc tvt cysto, thl/laparoscopic abdominal sacral-colpopexy, tension free tape placement, cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.